Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed err "call tech support". No additional patient or event information is available. No product or data was returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will charge and boot. The receiver log was reviewed and observed a call tech support alarm in log. The customer complaint was confirmed because a call tech support alarm was seen on receiver screen. A root cause could not be determined.